Event description:
Material no. 320144; batch no. Unknown. It was reported that during use of the bd ultra-fine¿ pen needle nothing comes out of the pen needle during injection. This occurred on 10 separate occasions but the date/time and or patient information is unknown. Consumer reported nothing comes out of the pen needle during the injection. She only does the priming when she uses the new pen. She visually tests the pen needle to see if its straight on both end. Sample discarded. Item# 320144; lot-unknown; incident date-unknown; occurence-10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 320144 batch no. Unknown. It was reported that during use of the bd ultra-fine¿ pen needle nothing comes out of the pen needle during injection. This occurred on 10 separate occasions but the date/time and or patient information is unknown. Consumer reported nothing comes out of the pen needle during the injection. She only does the priming when she uses the new pen. She visually tests the pen needle to see if its straight on both end. Sample discarded. Item# 320144; lot-unknown; incident date-unknown; occurence-10.